Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 7 months post implant of perfix plug, patient was diagnosed with hernia recurrence thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as possible complication. Note, the manufacturing date (15-dec-2007) is considered to be a best estimate. This supplemental emdr represents the perfix plug (device #1). Additional emdr was submitted to represent the perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with right direct inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿an obvious direct hernia sac was circumferentially dissected. The defect in the direct space was repaired with the use of a medium size perfix plug (device #1) and secured into the floor with sutures circumferentially. Then, an onlay mesh was also placed onto the floor and key-holed around the cord structures and secured to the pubic tubercle.¿ (B)(6) 2013 - patient was diagnosed with recurrent right direct inguinal hernia thereby underwent open repair with the removal of mesh (device #1) and implant of perfix plug (device #2). Per operative notes, ¿extensive scarring and fat in the posterior aspect of the external oblique to the cord was mobilized. A very large direct inguinal hernia was noted. A bard perfix plug (device #2) was inserted into the defect and anchored circumferentially with suture. A piece of the old mesh (device #1) that was adjacent to the defect had been removed.¿ (B)(6) 2017 - patient had right groin pain. (B)(6) 2019 - patient was diagnosed with recurrent right inguinal hernia thereby underwent robotic repair with the removal of perfix plug (device #2). Per operative notes, ¿some adhesions around the old umbilical hernia were taken down. Recurrent right inguinal hernia in the direct location was noted. The herniated peritoneal fat was removed from the direct defect and also encountered a large piece of loose mesh (device #2) from previous repair was removed. A synthetic mesh was placed on the defect and secured using sutures.¿ attorney alleges that patient had adhesion, mesh migration, nerve damage, pain and emotional injuries without treatment.